Manufacturer narrative:
Initial reporter: (B)(6), vascular surgeon. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and subsequent detachment occurred. The target lesion was located in the cephalic vein. The wanda balloon catheter was advanced and during the first inflation to 15-16atms, the balloon ruptured. While withdrawing the device, the distal portion of the balloon detached. The physician attempted to snare the balloon, but was unsuccessful. The balloon fragment migrated and remains in the patient's right pulmonary artery. The procedure was not completed and it is unknown if the patient will be rescheduled. There were no additional complications reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.